Event description:
It was reported that during a sub total gastrectomy procedure, the device did not form a staple line in the stomach. It was felt that the anvil and reload were not closed perfectly. There seemed to be some distortion between them. Another device was used without any difficulty. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 08/07/2008. Information anticipated, but unavailable at this time.